Event description:
A journal article was reviewed which indicated that during an attempt to implant the cardiac resynchronization therapy defibrillator (crt-d), the physician was unable to implant the new left ventricular (lv) lead due to difficulty in cannulating the coronary sinus. The chronic pacemaker electrode was cut, capped and left in place. The physician decided to perform a 128-slice CT scan. A second attempt was made with the successful crt-d implantation, due to the aid of the 3d reconstruction CT scan. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a 128-slice CT scanner helpful in localising coronary sinus ostium during crt-d implantation - case report. Polish journal of radiology. 2014;79:9-11. (B)(4).